Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a cannulated hex screwdriver was found chipped during a procedure. The healthcare provider identified the break after the procedure. The surgeon did not note an issue with the device during the procedure and both screws were inserted successfully. The instrument was discarded per facility policy. There were no consequences or impact to the patient. It was reported that no further information is available.